Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that during unpackaging of the device the stent was found prematurely deployed inside the package. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute pro self expanding stent system (sess) noted blood in the guide wire lumen, on the stent implant, on the tip, and on the pouch. This is consistent with handling and possibly loading the device onto the guide wire, though the device was reportedly found to be prematurely deployed when removed from the packaging. When removed from the pouch, analysis noted the stent implant was stationary on the shaft between the markers and was partially deployed by 1cm. The stent was noted to be undamaged. The distal sheath was observed to be retracted 1.3 cm proximal to the tip. The handle was unlocked and the rack was found to be retracted 1.5 cm proximal to the thumbwheel gear with no other damage to the internal mechanisms. This is all consistent with typical retraction using the thumbwheel. The proximal end of the tip was found to be folded over the distal end of the distal marker band. There were scratches on the tip and a tear on the distal end. Potential sources for this damage include, but are not limited to, undue force used to load the device onto a guide wire or stylet as well as interaction with a partially opened rotating hemostatic valve. No further damage was noted to the sess. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction/resistance during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. Given the observations during analysis, the premature deployment may have occurred due to retraction of the thumbwheel, though it is unknown why this may have occurred before placement of the stent at the lesion. As the tip damage was not reported, it is likely that it was caused by handling. There is no apparent link between the tip damage and the premature deployment. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. A conclusive cause for the premature deployment and subsequent tip damage could not be determined; however, there is no indication to suggest a product quality deficiency. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.

Event description:
Device analysis revealed blood in the guide wire lumen; the distal sheath was retracted and the handle lock was in the unlocked position. There were scratches on the tip and a tear at the distal end of the tip.